Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other ¿ the suspect device was not returned for further evaluation. Therefore, root cause was not determined. However, the customer has replaced the o2 sensor twice and it passes the extended systems test (est). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator had a fraction of inspired oxygen (fio2) inaccuracy. The customer confirmed that there is no patient associated with this reported event.